Event description:
Multiple attempts were made to access the right subclavian vein for line insertion with syringe and "pink" colored needle (unk gauge) that is in the triple lumen 16cm, 7 french cvc kit ( 0.035" guidewire). The syringe would fill air without blood return. Several attempts to access subclavian vein were unsuccessful. The line placement was attempted again with a new 16cm, 7 french 3-lumen cvc kit on the right side and again noted air in syringe. After changing syringes with same result, a 2-lumen kit was opened to attempt a new syringe/ needle. The vein was able to be accessed on the first attempt with new needle from different cvc kit and access was obtained & secured without difficulty, using the 3-lumen catheter--no further issues noted. Once line was secured, flushed the needle from the faulty 3-lumen kit and noted leaking at the hub/ finger grip portion of the needle. The needle was flushed and placed in a sharps holder and saved for defective product review.